Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the blood pressure (bp) suddenly changed on the cs300 intra-aortic balloon pump (iabp). The systole was in the 200s and the diastole at 11. An unable to calibrate optics sensor message appeared as well. A bedside and a radial arterial line displayed bp in the 130s. Troubleshooting began by ¿zeroing¿ calibrating the sensor. This was successful and the message was relieved. The bp dropped to the 150s/40s for a short while before becoming labile again from the 150s to the 200s with diastole dropping again to the teens. The central lumen of the iab would not flush. The iab was inserted in a non-getinge sheath with a side port. This also would not flush. The customer was walked through steps to connect to the radial arterial line, but the pressure waveform was so dampened and the iabp quickly displayed an unable to update timing message. They switched back to the fiberoptic cable, which did provide some consistency without calibration messages. Overall, there was still lots of artifact in the waveform. A chest film confirmed correct location. They were discussing a new radial arterial line unrelated to the iab, and it was suggested that they move to that arterial line if it is obtained. Approximately three hours later, it was reported that the fiber optic was still connected but the waveform remained poor although much better than the prior call. The doctor was concerned about the augmenation level in the 90s as it was the same as the systolic bp in the 90s. A facetime call was made and the augmentation pressure waveform was textbook in appearance; the augmentation control was at max and the status bar showed full inflation. As the call progressed, the fiber optic waveform became erratic again and bp was inconsistent. It was advised again that an alternate arterial line should be used. Approximately one hour later, the customer called back reporting another unable to calibrate optical sensor message and very inconsistent, inaccurate bp readings. They were also concerned because the fiber optic waveform did not ¿flatten¿ when flushed, implying that the central lumen was clotted. A new arterial line was now available and the customer was walked her through steps to connect that arterial line to the iabp. The fiber optic was disconnected. The new arterial line was crisp and clean, but now they noted that the bps were in the 50s, while the arterial line when on the bedside was in the 70s. The augmentation was in the 70s. It was explained that the bedside displayed this pressure as it was likely displaying augmentation as systole and the customer seemed to understand this. It was also explained why the fiber optic waveform did not flatten when flushed. This report is for the iab used in this event. A separate report has been submitted for the cs300 iabp under mfg report number (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). Additional reporters: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.